Manufacturer narrative:
(B)(4). Device evaluated by MFR: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred and coating was peeled off. The target lesion was located in a vessel below the knee. A 300cm v-14¿ controlwire® guide wire was advanced. However, as the wire was pulled back from the catheter, the coating of the wire tip had peeled off. Moreover, the wire was fractured as well. The device was completely removed from the patient's body. No patient complications were reported.